Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the volume on this device will not go loud enough at full volume. Additional information from customer stating "when compared to other rad 7s, at full volume the alarm volume of this device is nowhere near as loud." No known impact or consequence to patient.